Event description:
It was reported that the pt experienced an overstimulation sensation and a shocking sensation while passing through a security gate or theft detector at a retail store. The device was on at the time and the pt said his amplitude level increased to above 4 volts from his setting of 2+ volts. It stayed there until he decreased the stimulation level. Add'l info rec'd reported that the pt was instructed to turn the device off when passing through theft detectors, and stimulation had been fine since.

Manufacturer narrative:
(B)(4).